Event description:
I was implanted six weeks after the birth of our second child. I was confirmed blocked four months later by hsg. I have experienced heavy, hemorrhagic, clotty periods. I have been put on oral bc twice to help with the bleeding and it did not help. Three years after implantation I found out I was 13 weeks pregnant. After delivery I had a laparoscopic tubal and the doctors saw both of my coils migrated into my abdomen, nearly perforating my colon. I have also been diagnosed with fibroids which I did not have prior to essure. I still have hemorrhagic, clotty periods.